Event description:
It was reported that the patient had reprogramming after implant until (B)(6) to try and get the right settings. For 10 days in (B)(6), therapy worked good. At the end of the 10 days, the patient had a fall. She waited until she was healed from the fall and then met with a company representative the week prior to the report for programming. The patient was feeling a lot of "butterflies." The butterflies were "talking to her" all the time and it was hard to have the stimulator on high settings. If she turned it down to decrease the butterflies she lost therapeutic effect. It was reported seven months later that from (B)(6) 2014 that patient had been working on programming the device with the company representative and by (B)(6) 2014 she was getting good pain relief. The since after the fall in (B)(6) 2014 the patient lost therapeutic benefit/loss of therapeutic effect. X-rays were taken and it was confirmed the leads were fine. The patient's health care provider (hcp) told her there was nothing else they could do and offered other ways of controlling the pain via injections, etc. The reporter wanted to get hcp listings to get a second opinion. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n440982, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).